Event description:
The manufacturer received information alleging "ac burned out" for a bipap a40 pro, it device. There was no harm or injury reported. The device was not in patient use. The bipap a40 pro, it device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The bipap a40 pro (itx3100s21) is substantially similar to the bipap a40 (B)(6) and will be reported in the united states under bipap a40, 501k number: k121623.